Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products . Tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm lot 1273162. Tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm lot 1273162. Unknown zimmer screw, unknown lot number . G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed; there was a portion of a fractured screw stuck inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (i.e. Patient conditions). Therefore, based on the available information, a device malfunction did occur. The screw was fractured inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported an aggression of the patient that caused a violent impact, leading to prosthesis fracture and implants mobility and the implants at tooth sites 16 and 17 were removed. Upon investigation an additional information was obtained on 29-jan-2026, the clinician confirmed there was no skull fracture. The implants were removed. The implants came out easily and it¿s believed that the relatively strong impact caused a sort of condensation of the bone tissue. The clinician does not believe the implants were defective. There was a breakage of the connection screws, and the two crowns were joined together. The impact was violent, and the patient was hospitalized. This complaint refers to the fracture of 1/2 screws.